Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins has been dead for 5-6 weeks and will not charge the caller asked how to complete a physician recharger mode with the ins. The ins was jumpstarted without success. Patient decided to call the implanter office to get an appt to have a potential replacement battery. Appt is scheduled for (B)(6) 2024, for the next steps. The issue remains ongoing at this time. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.